Event description:
Customer reported that the data acquisition (da) failure alert came on, unable to remove the alert. The field service engineer reported that there was no patient involvement reported.